Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) of 441 mg/dl and ketones that were identified as life threatening by a healthcare professional. Cause of elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released later the same days with the issue resolved and no permanent damage.